Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery life of this pacemaker went from thirteen and a half years to nine and a half years remaining in a span of three months. The diagnostic data analysis indicated that the battery was depleting normally, however, the power consumption increase was due to the onset of persistent atrial fibrillation. The boston scientific engineers explained that the power consumption can be significantly reduced if device is programmed to a non-atrial sensing mode. The device remains in service. No adverse patient effects were reported.